Manufacturer narrative:
(B)(4): endoleaks are addressed in the provided IFU. No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines, the importance of an accurate deployment. Per the information provided, the patient was not suitable for evar as the proximal neck had an inverted funnel shape with a 10% increase in diameter over the neck length. The patient's anatomical form likely resulted in the reported type 1a, which was resolved with placement of a main body extension. The common iliac arteries were severely calcified. Without additional information or imaging, it is difficult to determine the severity of calcification or if this anatomy may have prevented successful exclusion. The physician reported that the complaint device was damaged (torn) because of the calcification. The type 3b was resolved with placement of an additional stent graft. At this time, there is no indication that a design or process induced failure of the device resulted in the reported endoleaks. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.

Event description:
An (B)(6) female patient underwent aaa repair on (B)(6)2010. The patient's anatomical form was not suitable for aaa repair since proximal neck was an inverted funnel shape (the diameter of the proximal neck increase from 18mm to 25mm) and both common iliac arteries had severe calcification. Confirmatory angiography revealed a proximal type I endoleak after the top cap was deployed. The body extension was placed and the type I endoleak was resolved. Final angiography revealed type iii endoleak from a damaged part of the left iliac leg. The additional iliac leg was placed in the damaged part and the type iii endoleak was resolved. The patient was fine after the procedure.